Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Lever to release the seat for swiveling is faulty and won't catch to lock the seat once it's swiveled.